Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repaid re-do. According to the reporter: the balloon burst inside the pt's cavity and a piece broke off the balloon, so the surgeon had to insert a new port so the piece could be removed. The two original ports were too small to remove the piece. A new device was opened to complete the case. No delay in operating room time. No bleeding reported due to the piece of balloon. No pt injury was reported.